Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced erosion of the cylinder in the distal urethra which caused urinary retention. A surgical procedure was performed to remove and replace the ipp. No further patient complications were reported.